Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous, heavily calcified and 90% stenosed lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the 2.25 x 12mm nc trek neo rx was to be used in the left anterior descending (lad) lesion with resistance due to the anatomy. The balloon ruptured at 12 atmospheres (atm) during the first inflation. Therefore, the balloon was removed and nc trek neo of the same size was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.